Event description:
Oversensing with inappropriate shock was reported. The patient came to the hospital later that day and was admitted with detection turned off. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023 the ICD and the lead were received for analysis. The ICD was interrogated, revealing the eri battery status. The device was implanted for 86 months and 74 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified, and the battery status eri was anticipated. There was no indication of an ICD malfunction. Upon receipt, the lead under complaint found cut into 4 fragments. All fragments were received for analysis. An extraction aid was found in the distal fragment, the lead was probably cut during the extraction procedure. The insulation of the distal fragment was found rubbed through in the distal end region, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. The battery condition was anticipated. The insulation damage observed on the lead presumably led to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.